Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Attempts have been made to obtain add'l info, at this time add'l info has not been received. (B)(4).

Event description:
An optometrist reported a case of dryness and pain, observed in a pt's left eye at three months post photo refractive keratectomy (prk). Reporter indicated mild surface dryness of the left eye. Attempts have been made to obtain add'l info, at this time add'l info has not been received.